Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was found deformed prior to patient contact.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-feb-23.

Manufacturer narrative:
Device evaluation: 1 x clbs-8.5-15 of lot number cf1528254 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03rd may 2022. The returned device lab findings and observations can be referred through the attached files. There was no visible damage observed on the body, flaps tapered or non-tapered end. A 0.035 inch wire guide passes through freely. Documents review including IFU review: prior to distribution all clbs-8.5-15 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for clbs-8.5-15 of lot number cf1528254 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1528254 . The instructions for use, which accompanies this device, instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the deformation occurred due to transport or storage. Additional information received confirmed that the correct device was returned to cirl. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted to capture the lab evaluation conducted on the 03-may-2022. Lab evaluation date: 03 may 2022. Visual inspection: stent and straightener returned. No visible damage observed on the body, flaps tapered or non-tapered end. Functional inspection: 0.035 inch wire guide passes through freely.